Event description:
On 5/28/99, pt underwent right fronto-temporal craniotomy and subtotal resection of brain tumor. After resection of the tumor, the cavity was lined with avitene and the area was closed. The dura was reapproximated with dura-guard patch with silk suture and then the bone flap was reapproximated with microplates and screws. The temporalisis muscle was closed with vicryl. On 6/7/99, pt developed fever (38.7), became difficult to arouse, CT scan revealed fluid collection. On 6/9/99, pt underwent exploration and debridement of subgaleal and epidural wound infection and evacuation of postoperative intracerebral hematoma.